Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the when the patients husband went into the therapy to try to set their stimulation it said that there was no communication to be found or to connect to. Patient hit retry and it did not work. The device loses communication and won't let it connect.  Additional information was received the same day, the reason for call was caller was originally patient's wife who indicated that the patient was seeing device not responding. The caller reports that they called support link today and were directed to call the patient's hcp. The hcp advised the patient to contact the manufacturer. Patient came to the phone for troubleshooting and the message observed was actually "internal device has lost all data" call clinician. Reviewed with the caller that they need to contact the hcp to have the device programmed. The patient reports that they began seeing this message about 2 weeks ago when they tried to re-initiate therapy. The caller reports that they were doing so well with diet changes, they stopped using the therapy for 3-4 months and then wanted to re-initiate the therapy again. The caller does not recall being around any strong so urces of emi or events around the time when this was first observed. The patient was redirected to their healthcare provider to further address the issue.